Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive as the device was unable to be located for analysis. Review of the log files show no occurrence of error 5 was found within 30 days before or after the reported event date. Based on the investigation and the information provided, the cause of the reported event was unable to be determined.